Event description:
As reported by the user facility: reports under infusion. Occurred (B)(6) 2012, time unknown, solution unknown, amount infused unknown, amount remaining in container unknown. Infusing on power cord.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow up call to the facility, the reporter stated there was no patient injury and that no testing was performed on the pump at their facility. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.